Event description:
On 06/11/2025, a sales representative reported via email that the top portion of an ar-8934bck 3.0 mm knotless suturetak implant broke into pieces when the surgeon shuttled the knotless mechanism. A replacement implant was used to complete the procedure, and no patient harm was reported. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 06/24/2025: this occurred during an elbow epicondylitis procedure on (B)(6) 2025. All pieces of the broken implant were retrieved from the patient. There was no case delay, and no added anesthesia was administered. No adverse effects reported on or after the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted a damaged anchor. Refer to attachments. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion.